Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer stated it alarms a couple times a month. The customer's blood glucose was 370mg/dl. The customer declined to troubleshoot for high blood glucose. Customer believes this high blood glucose was due to no delivery.